Event description:
It was reported that an mi60l was removed intraoperatively due to a damaged trailing haptic noted after insertion into the pt's eye. A 1.8 viscoject was used as a delivery device. The incision was enlarged to remove the lens, and another lens was implanted into the capsular bag without difficulty. No sutures were used to close the wound and the pt's current prognosis was reported as good. Reference MDR # 1119279-2012-00096 for the delivery device.

Manufacturer narrative:
The lens was returned to bausch+lomb for eval. Visual inspection of the returned lens found the lens to be unused. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based of the info available, the alleged event (haptic damaged) could not confirmed.